Event description:
A report was received that the patient had difficulty charging the ipg. The physician confirmed that the ipg was too deep. The patient underwent a revision procedure wherein the pocket was moved. The patient was doing well postoperatively.